Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the alarm did not clear successfully by pressing esc/act. Customer was advised to remove the battery for 5 minutes and insert a new battery. Customer stated alarm disappeared but pump display is blank. Customer is instructed to removed battery for 2 hours and monitor pump and or resume injections during the pump rest.